Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a powercross balloon catheter to treat a calcified sfa. It is reported that the balloon burst at 6 atm. It is reported that nothing was left in the patient body. Procedure was completed. Patient was fine. Evaluation summary: the powercross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber contained significant blood residue. The inner shaft exhibited a serpentine configuration. The blood residue was flushed out and a pinhole leak was detected 25 mm from the proximal marker band.